Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that patient called for a reprogramming. Rep met the patient at hcp office and was unable to get programming on the right side of her body. There were no environmental/external/patient factors that may have led or contributed to the issue. Impedance check was good. Patient was sent for x-ray to see if the leads have moved. The issue was not resolved at the time of the report. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported/anticipated. Additional information was received from the consumer. It was reported that all relief was going to left leg and patient was unable to reprogram it to right leg and mid lower back. Patient stated the unit was basically unresponsive to controls and patient was unable to turn stimulation off. Cause was not determined as patient did not know her xray results yet.